Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 200mg/dl. Troubleshooting was performed. The time and date were incorrect. Assisted the caller to correct them. Reviewed the alarm history and found a low reservoir alarm. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and passed. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.